Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed failure to capture, r-wave amplitude variation, and varying pacing impedance on the right ventricular (rv) lead. On (B)(6) 2022, chest x-ray was performed and revealed that the rv lead was dislodged. The physician elected to explant and replace the rv lead. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood and tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of failure to capture, a sensing issue and low lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.